Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record the motor rpms were noisy but within specification, the width plates, spring seal, and reciprocating arm were damaged, and the control bar, adjustment cams, and dowel pins were not in the correct position. The width plates, reciprocating arm, bearings, nut bearing lock, ring gear, planetary gears, motor sleeve, swivel, poppet spring, and fine adjustment cams were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventive maintenance the device was in need of repair. There was no patient involvement. During product evaluation it was found that the width plates were damaged. Due diligence is complete and there is no additional information available.